Event description:
It was reported by the physician that he feels that the new foot pedal design is "poorly designed and gets stuck on the toe" referring to the cover for the pedal that retracts for pedal use. The physician considers this "cover getting stuck on the toe" as a safety issue and is requesting a new pedal design. Overall, the generator was working well. There was no malfunction of the smartablate generator or foot pedal and there has been no patient injury related to this issue. The investigation is in process to determine patient risk; however, that investigation is not complete. Therefore, in taking a conservative approach, this event has been assessed as reportable.

Manufacturer narrative:
(B)(4). When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on UDI information, once we get more information it will be submitted in the supplemental. (B)(4).

Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). Manufacturer's ref. No: (B)(4). It was reported by the physician that he feels that the new foot pedal design is "poorly designed and gets stuck on the toe" referring to the cover for the pedal that retracts for pedal use. The physician considers this "cover getting stuck on the toe" as a safety issue and is requesting a new pedal design. Overall, the generator was working well. There was no malfunction of the smartablate generator or foot pedal and there has been no patient injury related to this issue. Repair follow-up was performed and the service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The issue was escalated and an internal corrective action has been opened.